Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0ev5r, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was needed as a result of their sphincter being cut surgically 16 years ago and the patient had no control. The patient had stimulation in the wrong location. They usually felt stimulation in the back of the upper left thigh and still felt it there, especially when they were sitting down. The patient now also felt stimulation, not all the time, in the back of the left calf, foot, and knee. The symptoms had a sudden onset when the patient slipped on water 2 weeks ago and went down on their right knee. The ins was jarred and they had been having issues since then with stimulation in the wrong location and more stimulation. Since then it was not quite right and they were getting more stimulation now. Today it was going again and the patient needed to get up and stretch their leg. It was not so much in the foot, as in the bottom of the foot, like a buzzing. The patient had increased baseline pain. The patient saw their primary care physician (pcp) yesterday and they wanted to do a nerve conduction test on the left leg. The patient was currently on program 2 at 0.80v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.